Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an operation part failure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that foreign material was clogged in the nozzle. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of operation part failure was confirmed due to a crack in the forceps elevator knob. Additional evaluation findings are as follows: the adhesive on the bending section cover had a chip, crack and white clouded area, due to clogging of nozzle, water removal ability did not meet standard value, the adhesive around the objective lens had a white clouded area, the adhesive around the light guide lens was peeled, the plastic distal end cover had a scratch and burn, the scope cover plate had peeling, switch button 1 and 4 had wear, the objective lens had a scratch, and the connecting tube had a scratch and dent. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brushes or sponge. The customer flushed the air/water nozzle/channel with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. The foreign material could not be identified. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the event "foreign material clogged in the nozzle" could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system: [inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.